Event description:
Meter name: fast take meter, strip name: fast take strips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: none. A patient reported they were not able to test. Their meter allegedly would not power on. Customer replaced the battery and still no power, this is a malfunction of meter. There was no treatment. No further information has been reported.